Event description:
It was reported that an ilet user with a samsung galaxy phone experienced a system state of ¿bg run¿ with dosing stopped and an "incompatible sensor" alert after placing a new freestyle libre 3 plus sensor, with connection to the ilet app confirmed but glucose input not starting. Symptoms included no glucose data available to the ilet and suspension of automated insulin dosing. Outcomes included interruption of automated therapy and the need for user troubleshooting. Investigation included guided troubleshooting steps such as checking app connection status, confirming sensor model from packaging, restarting the phone, attempting to scan the sensor again, checking for app updates, and planning to delete and reinstall the ilet app. Investigation of this case revealed evidence consistent with a sensor-compatibility or configuration issue preventing cgm data from being accepted by the ilet, which placed the system into bg run with dosing suspended. It was concluded, based on previously established findings for similar reports, that the cause was user or system setup incompatibility with the specific cgm sensor configuration.